Event description:
The pt reported she was hospitalized due to nausea and vomiting. Upon discharge from the hosp, the pt heard the low reservoir alarm. The pt went to her hcp immediately for a pump refill. The pt reported the pump reservoir was "completely empty". Add'l info has been requested, but was not available at the time of this report.